Event description:
It was reported that a procedure was cancelled. The target lesion was in the radial arteriovenous fistula. An angiojet avx catheter was selected for thrombectomy procedure. However, during the procedure, the device prompted an error message. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet avx catheter. The pump number for the device is 29913383-009. The pump number was reviewed and confirmed that the complaint device was from one of the following finished goods batches: 30009016 or 30009015 and not the reported batch number 30095541. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink at the strain relief. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The device pressure was within specification. During functional testing, no errors or priming issues were observed. The device ran as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that a procedure was cancelled. The target lesion was in the radial arteriovenous fistula. An angiojet avx catheter was selected for thrombectomy procedure. However, during the procedure, the device prompted an error message. The procedure was not completed. No patient complications were reported.